Manufacturer narrative:
One device was returned for evaluation. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. The bag was pressure tested and failed the pressure test. The failure was attributed to the bond between the tubing and the bag. The complaint was confirmed. A supplier corrective action has been requested from the manufacturer.

Event description:
The user reported that the pressure infusion bag is losing pressure after being inflated. No harm or injury to the pt was reported.